Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump had reset and needed the time and date entered and had alarmed for a reset error. The blood glucose reading was 160 mg/dl. The insulin pump had not been stored or out of use for an extended period of time. The insulin pump passed the self test and the customer was advised to monitor the insulin pump and call back if the issues persisted. The customer called back to report that the insulin pump gave a high pitched sound and that the buttons became unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display followed by an unexpected constant audio tone due to moisture damage at the electronic assembly. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery alarm, or displacement tests or verify the external ram crc, unexpected restart, button/keypad unresponsive or backlight anomalies due to the blank display. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip.